Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 88.5cm distal to the distal strain relief, measured using ruler, and multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 31-may-2019. It was reported that shaft kink occurred. A 3.00 x 16mm synergy ii drug-eluting stent was used in a procedure. However, it was noted that the shaft was kinked. The procedure was completed with a new synergy stent. No patient complications were reported and the patient was fine. However, returned device analysis revealed hypotube detachment.